Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was at the camp and the insulin pump fell in the water as a result, customer is receiving a button error alarm on the insulin pump. The nurse at the camp called and stated that they do not have any loaners and the customer is on a loaner right now. Shipment details were provided to the customer by phone. No additional information provided.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronic, motor, vibrator or battery tube assembly during the visual inspection. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.